Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead system exhibited high, out of range, shock lead impedance readings. Surgical intervention was performed, and upon opening the pocket it was noted that the set screw was loose. The physician elected to change out this generator. A new ICD was implanted and the competitor's rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All the set screws moved freely. The memory log was reviewed and verified that the device had fluctuating shock lead impedance measurement while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was not confirmed.